Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors including implant position likely caused or contributed. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: echo images were provided and review, it was confirmed the customer allegation of restricted leaflet motion, with likely significant regurgitation (unable to accurately grade severity). The subject device was returned for evaluation. As per product evaluation, reports of restricted leaflet motion was unable to be confirmed due to condition of valve as received. As received, leaflets 1 and 2 were cut and cut sections were not returned. Leaflet 3 was stiff due to dehydration. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the outflow aspect. X-ray demonstrated wireform intact. Sewing ring and cloth was cut around the valve, suture holes were visible around the sewing ring. Suture ring cut offs were not returned. Four green sutures remained attached to the sewing ring around the valve. Wireform was exposed on leaflet 1. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany a valve model 7300tfx31 was explanted from tricuspid position after an implant duration of six (6) years and four (4) months due to restricted leaflet motion leading to heavy insuffency. The prosthesis degeneration was detected during a routine annual cardiological follow-up, and the patient was asymptomatic. A 31mm surgical valve was implanted as a replacement. As reported, patient was noted as to be discharged home.